Event description:
The customer reported that the left monitor was broken and would not display a live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The left monitor was replaced. The system was then found to be operating as intended.